Event description:
It was reported that the patient frequently entered meal announcements on the ilet, including false or ¿ghost¿ meal entries, and appeared to use meal announcements as correction at an approximate blood glucose of 228 mg/dl. Customer care agent provided education regarding risks and additional training was assigned, with a request to discuss feature revisions and glucose target changes. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alarms, no alerts, and no hospitalization. Investigation included review of uploaded device reports and user coaching. Investigation of this case revealed user-related dosing behavior inconsistent with intended use, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to improper meal announcement practice.